Event description:
During a laparoscopic cholecystectomy procedure, the clips did not form properly. The surgeon applied another device without patient injury.

Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA.